Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, main drawer 5.2 experienced a failure and could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.2 was unable to recover. The field service engineer (fse) found that drawer 5.2 had failed, along with all of its pockets. The fse reseated the row board cable and ran the hardware test application. The half height unit was then showing all pockets and passed the test. The system functioned after the field service engineer repaired the device.